Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient has an infection. The patient had the generator and a large portion of the lead explanted. The patient was placed on antibiotics for infection at surgical site. The patient declined to come in to be assessed and said she wanted to complete round of antibiotics first. The patient had a full explant. Device history record for the generator and lead were reviewed and both were confirmed hp sterilized prior to distribution. Both devices passed all functional specifications as well prior to distribution. Device return and evaluation is not necessary because the reported event has been determined as not related to vns therapy. No additional or relevant information has been received to date.